Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, the customer failed to properly cycle the cartridge. Tandem clinical support educated the customer to properly cycle the cartridge before use. There was no adverse impact to customer¿s blood glucose level. To resolve the occlusion issues, the customer varied their approach; sometimes they resumed insulin delivery without changing supplies, while at other times they changed the infusion set and cartridge before resuming insulin delivery. Continuous technical support was sought for ongoing assistance with these recurring issues.